Event description:
Device failed during surgical procedure. Facility confirmed the device ran intermittently and then stopped working while reaming. It is reported the events occurred over the past year during over 30 unknown surgical procedures. This report is for one of those unknown surgical procedures. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis. Without a lot number, the device history record could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis.no service history review can be performed because the lot number cannot be traced. The manufacture date is unknown. (B)(4).